Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back into the coronary sinus after trauma from a motor vehicle accident. The patient also complained of discomfort during right atrial (ra) lead pacing activation. The lv lead and ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.